Event description:
Boston scientific received information that following a device change out for normal battery depletion, ventricular oversensing was observed as well as atrial capture during ventricular pacing. A chest x-ray was performed and it was noted that the chronic right ventricular (rv) lead had dislodged and pulled back into the atrium. It was thought that the physician dislodged the lead during the device change out procedure. The patient was brought back to the cath lab for a lead revision procedure. During the revision procedure, the lead was cut and surgically abandoned with a portion remaining in the superior vena cava. The physician plans to extract the lead during the next generator change. A new rv lead was successfully implanted and no adverse patient effects as a result of the revision procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was noted that the hospital retained the explanted lead. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the previously surgically abandoned right ventricular (rv) lead was explanted during a device replacement procedure almost seven years later.